Manufacturer narrative:
Evaluation summary: four unused devices were returned to merit for evaluation. A series of aspirations were performed on each of the returned custom convenience kits. Air was observed coming into the system when connections were not tight and when filling the plunger quickly. At no other time was air observed coming into the system. These are the expected results for this type of device. The root cause of the device failure could not be conclusively determined, however, because the subject device was not returned for examination. Therefore, no conclusion can be drawn.

Event description:
The complainant reported that there were micro bubbles coming into the custom convenience kit during the procedure. The system had to be re-prepped several times to purge the air. It was not clear whether the air bubbles were coming from the manifold or the syringe. There was no air injected and no harm or injury to the patient.